Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. It was also reported that the pump's alarm sound was not annunciating. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer experienced mental distress. Customer administered a manual insulin injection to address bg. Customer loaded a new cartridge to address the issue.